Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with fever and driveline drainage on (B)(6) 2024 and was admitted to the hospital. The driveline culture was positive for methicillin-resistant staphylococcus aureus (mrsa) and blood cultures were negative. The patient was placed on an intravenous vancomycin and zosyn (piperacillin/tazobactam). The patient returned to the operating room on (B)(6) 2024 for debridement and washout. The patient was discharged on (B)(6) 2024 on indefinite ciprofloxacin with dalbavancin injection every other week until (B)(6) 2024.